Event description:
The customer reported being hospitalized due to low blood glucose. The customer was unsure if her blood glucose was 50 or 60mg/dl. The customer mentioned being sick with the flu, and ongoing issues with the pulmonary edema, which contributed to her low blood glucose and ended in the hospital. The customer stated that it was not the insulin pump issues, but it was complications due to the illness. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.